Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (bg). No bg value was provided. Customer stated that the high bg alerts on the pump are not loud enough to wake them up when their bg levels begin to rise at night. No further information on the reported issue was provided. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.